Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: a clear conclusion can not be drawn. We excluded a product related failure. Rational: on the basis of the received information, and due to the fact that we did not receive the components, it is not possible to determine a clear conclusion. The mentioned reasons for the several revision surgeries could be usage or patient related. Without further information, this is only assumption. According to the statistical analysis, there is no indication regarding a systematic or product related problem. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: germany. It was reported that due to the loosening of the implant a revision surgery had to be performed.